Event description:
The flexcath steerable sheath was noted to have a small leak during a cryoablation procedure. The leak was observed as the physician noted blood backing up into the sideport tubing despite the forward pumping of the heparinized saline infusion. At that point, the valve area was examined and a small amount of blood was leaking from the area. No air was observed in any lines. As this occurred later in the procedure and the leak seemed very small, the decision was made not to increase the patient risk by removing and replacing the sheath and the catheter. The flow of the leak did not increase in the last few minutes of the procedure. Only one arctic front catheter was used during this procedure and it was not removed and re-inserted at any time during the case. Vacuum was engaged appropriately before the catheter was placed through the valve of the flexcath steath.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.